Event description:
Device malfunction: blocked marker lumen. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when advancing the device into the tissue tract there was no bleed back. They tried to flush the marker lumen but remained clogged. The device was removed and hemostasis was achieved using a starclose device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.